Manufacturer narrative:
The x-stage cover was returned to the manufacturer for evaluation. Visual inspection noted scratches and dents around the docking holes.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-stage cover of the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.